Event description:
Healthcare professional reported right side rupture diagnosed via MRI and "hcv positive", which is not device related. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Clarification to b3 date of event: partial date march 2025. Continued e.1. Phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.